Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer advised physio-control that they have replaced the therapy connector assembly, which resolved the reported failure. Proper device operation was observed through functional and performance testing and the device has been placed back into service for use. The device will not be returned to physio-control for evaluation.

Event description:
The customer reported that their device was no longer recognizing the connecting of the defibrillation therapy cable. Without this recognition, the device would not be able to deliver defibrillation therapy to a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control has performed numerous attempts to follow up with the customer regarding the reported issue. Physio-control has been unsuccessful in reaching the customer and the device has not been returned to physio for evaluation. The cause of the reported failure could not be determined.